Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump alarmed with the motor arm cannot communicate with the main arm and software error detected. The customer's blood glucose level was unknown at the time of the incident. The customer stated auto mode readiness screen shows active insulin updating. The insulin pump will not be returned for analysis.